Event description:
It was reported that the left ventricular lead exhibited high thresholds and phrenic nerve stimulation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.